Manufacturer narrative:
The reported complaint of no electrocardiograms (egms) was confirmed. The lack of segms during this follow-up clinic visit was due to the fact that a firmware download was performed at the beginning of this session. Clearing of segms upon firmware (fw) download is per design (as noted in the aveir help manual). Thus, there is no defect in the aveir firmware or software.

Event description:
New information received indicated that the atrial leadless pacemaker exhibited far r-wave oversensing triggering additional inappropriate automatic mode switch (ams) episodes. An ams episode was still showing as ongoing, and no ventricular electrocardiograms (ecgm) were available. Low i2i throughput was observed between both devices. No intervention was performed. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic indicating lack of increased heart rhythm and feeling fatigued when exercising. Upon review, the atrial and ventricular leadless pacemakers exhibited noise. The atrial device over sensed the noise triggering inappropriate automatic mode switch. Additionally, it was noted that atrial electrograms were not available despite the storage option being enabled. No intervention was performed. The patient condition was stable.